Manufacturer narrative:
The reported complaint of a user advisory - "(ua)45" (not at "home" position after power-on/restart) error message on the autopulse platform (serial (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at "home" position in which likely attributed to user error. User advisory 45 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Unrelated to the reported complaint, a cracked front enclosure was observed on the ap platform during visual inspection. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of physical damaged and faulty drive shaft on the platform are characteristics of normal wear and tear. The returned autopulse platform was manufactured in august 2007 and it is 12 years old, well past its expected serviceable life of 5 years. The damaged front enclosure and the sticky clutch were replaced. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Also identified in the archive, multiple ua17 (max motor on time exceeded during active operation). The damaged drive train motor was replaced to remedy ua17 and was unrelated to the reported complaint. Initial functional testing failed due to ua45 (not at "home" position after power-on/restart). To remedy ua45, the drive shaft was rotated back to home position by using the administrative menu. During re-evaluation, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on june 29, 2018, the driveshaft was rotated back to "home" position.

Event description:
After patient use, customer reported that the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message after the lifeband was replaced. Customer was unable to clear error message. No patient involvement.